Event description:
It was reported the patient interface was working intermittently. No report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. No known impact or consequence to patient. (B)(4). Loose or intermittent connection. (B)(4). The returned device was tested, and found cable failure. Replaced cable and decal the unit was cleaned, tested and passed all manufacturing specifications. Results: signal loss. (B)(4).